Event description:
Reporter alleged the blood glucose monitoring device was not reading correctly and passed out. Reporter stated the device read 51 mg/dl however he did not eat breakfast and relative found him passed out. Reporter stated relative called paramedics and their device measured 37 mg/dl where they then treated him with glucose tablets before transporting him to the hospital. Reporter indicated hospital treated with dietary adjustments. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.